Event description:
These units have a very high failure rate, the 25ohm 25watt resistors cannot handle the load. This causes the resistors to open, thereby causing the units to become inoperable. Rptr had 5 units fail in the past 12 mos. The last one that failed, a high voltage spark was seen by rptr coming from the unit.